Manufacturer narrative:
Results of investigation: the device, navio handpiece tracker array, part number pfsr120010, used for treatment was not returned for evaluation, thus a visual and functional evaluation could not be conducted. A relationship between the reported event and the device could not be established. The reported problem was not confirmed. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a device history record or non conformance investigation. A complaint history review for similar reported/confirmed complaints found similar events. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with mishandling of the product. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4). (B)(6).

Event description:
It was reported that, during a navio assisted ukr surgery, the handpiece would not calibrate. They switched to new handpiece and found that there was a rock in the navio handpiece tracker array when putting it on a flat surface suggesting that it has become deformed. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.